Event description:
During a pfa procedure, it was noted that air was aspirated during both dilator removal and volt catheter insertion. It is thought to be an issue with the outer valve. The sheath was replaced and the procedure was completed with no adverse patient consequences.